Event description:
A report was received that the patients ipg takes longer to charge and would not last long. It was also reported that the patient was not getting good coverage. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg takes longer to charge and would not last long. It was also reported that the patient was not getting good coverage. The patient will undergo an ipg replacement procedure.